Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's pain pump doesn't work anymore for at least 3 years now and wants it to be taken out. No further information provided.

Manufacturer narrative:
The codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had not seen their physician to discuss the pump not working. The patient provided there healthcare professional (hcp). It was noted the cause of the pump not working was due to pump battery went dead. No further complications were reported.